Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed, the following fields has been updated. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. During evaluation secondary findings was observed. The device was corrected. During evaluation four error codes was found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.